Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0pybh, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported the patient had a broken lead following a fall at an unknown time. The patient did not remember what was done to diagnose the problem or when they were told the lead was broken. A revision occurred and the patient completely recovered. No patient symptoms reported. The hcp later reported the lead was first observed to be broken on (B)(6) 2015 and an x-ray was taken on (B)(6) 2015. The implantable neurostimulator (ins) was repositioned with a new lead. The patient was reported to have multiple sclerosis and had a fall causing the wire to need replacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.